Event description:
It was reported that the 6800 system locked up with a high current error during a case. The 6800 system had to be removed and the procedure was completed with another system. No pt injury was reported.